Event description:
It was reported that a pump has an "ec-322." It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "ec-322" caused by a failed lower link switch. The lower auxiliary assembly will be replaced.